Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
Gamma nail broke. Further information received indicated that the sales rep was informed by the hospital about this event, however they won¿t provide us with further information as this was not a product failure but a failure of the handling by surgeon.